Event description:
The customer reported to customer service that her ¿power cord¿ for her breast pump ¿fell apart.¿

Manufacturer narrative:
Customer service sent the customer, a replacement power adapter. In follow up with the customer, she indicated that after leaving the power adapter plugged in for a couple of months, when she tried to move it to a different wall outlet, it fell apart (along the side and at the screw points), though she did not witness any smoke, fire or sparking. She indicated that an injury was not sustained as a result of the issue and that she would return the product. However, as of the date of this report, the product has not been received. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.